Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, at the time of the call, the customer was unable to provide a blood glucose value, but stated bg level was most likely elevated. The customer reported back up supplies would be obtained to address bg level. Follow up on (B)(6) 2016 confirmed that the customer obtained manual injections to address bg level.